Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose level of 528 mg/dl. The customer also reported that there was red cross, an arrow and a question mark on the insulin pump screen. Customer reported they received the open book image on the insulin pump screen. It was unknown if auto mode was active during the reported event. The device will be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.